Event description:
Procedure type: lap colon. According to the reporter: during use with our stapler, product ID:173052 the seal part got broken and fell into the abdomen of pt. That dropped part could be retrieved. Using new one the case was completed with no problem. A doctor reported once the stapler was removed from the pt nad later it was inserted again into the trocar. Operating time extended: less than 30 minutes. Tissue manage: no. Pieces fell into the cavity and could be retrieved. No bleeding.

Manufacturer narrative:
(B)(4).